Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, the patient reported experiencing repeated loss of connection with both the dexcom mobile app and dexcom receiver throughout the day. At approximately 11:30 p.m., the patient¿s cgm resumed displaying glucose values and indicated a low mg/dl reading. No blood glucose meter comparison was performed. The patient stated that prior to the low reading, the cgm had been intermittently disconnecting. During the event, the patient became symptomatic and described being ¿unable to speak or function¿ and ¿close to passing out.¿ the patient¿s wife administered glucose tablets, after which symptoms improved. The patient did not seek additional medical evaluation or higher-level care. The patient further reported that despite the cgm providing readings during the symptomatic episode, the system had been ¿frequently disconnecting¿ both before and after the event. At the time of reporting, the patient stated he was feeling fine. Performance data was reviewed. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional event or patient information is available.